Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the transparent area of the monopolar curved scissors (mcs) tip cover accessory was found to be damaged. The procedure was completed with a backup accessory, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of the mcs instrument arcing during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.144 in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. The complaint regarding separation of the transparent part was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.